Manufacturer narrative:
The device was explanted on (B)(6) 2025. The ICD was returned for analysis. During initial interrogation the device was operating in backup mode. Confirming the clinical observation, no option for re-initialization was offered by the clinical programmer. The ICD¿s memory content was inspected. The inspection revealed that the device switched into the backup mode on october 13, 2025, as a result of the detection of invalid memory content. Due to the nature of the invalid memory content, re-initialization was not possible. Therefore, the re-initialization option was not available on the programming screen. By design, the device performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the backup mode to ensure patient safety. While in this safety program, the ICD is capable to deliver anti-bradycardia and anti-tachycardia therapies. In a next step, the ICD was re-initialized with a technical programmer and subjected to extensive testing. First, a cyclic read-write stress test was performed to check the integrity of the ICD¿s memory. The test showed no anomalies. All read and write sequences were normal and as expected. Next, a long-term test at thermal cycles with three different temperature environments were performed. No deviations were noted during this tests. The device performed as expected. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test, including multiple memory tests, proved the device functions to be as specified. Based on the analysis, no conclusion can be drawn regarding the root cause of the clinical event. The device functioned as expected after re-initialization with a technical programmer. Therefore, it reasonable to assume that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. Biotronik would like to thank you for supporting our post market surveillance program. The information you provided has been entered into our quality system and will be used to evaluate the device performance throughout our organization to maintain and improve the performance of our devices.

Event description:
It was reported that the device was in back-up mode and could not be interrogated. The reinitialization was unsuccessful. The patient was admitted to the hospital. The ICD replacement is under consideration.